Event description:
Customer called to report that the creatinine cup module (crem) of the unicel dxc 800 synchron system overflowed and that the system displayed corrupted file message errors. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to stop, then home the instrument. Upon reboot of the instrument, the instrument displayed a reaction wheel temperature error. The cts then instructed customer to shutdown and reseat the reaction wheel. Customer rebooted the instrument to test instrument performance after troubleshooting. The cts called customer to follow up on the instrument's performance, and customer stated that the instrument was in standby mode without displaying any errors. Customer then reenabled the crem, and did not find any evidence of an overflow. Customer also primed the instrument ten times without finding any leaks or overflow. The cts then confirmed with customer that the troubleshooting performed effectively resolved the instrument issue. Customer has not called back to report any further issues. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The instrument's reaction wheel issue was resolved after the cts assisted customer with troubleshooting the instrument. (B)(4).